Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus premier¿ stent was selected to treat the lesion. Predilation was performed with a 2.0x20 emerge balloon. The promus premier was then advanced, but was not able to cross the lesion. It was noted that the stent dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).